Event description:
On (B)(6) 2025, a patient reported that on (B)(6) 2025, at a grocery store, he experienced a hypoglycemic event with loss of consciousness requiring ems and transport to a hospital. Prior to the event, the patient changed his supplies, ate a meal and announced a usual-sized breakfast meal on the ilet. The patient was treated with i.v. Glucose by ems, which brought his bg to 214 mg/dl. While in hospital, the user reverted back to mdi therapy. He was discharged on (B)(6) 2025 and remains on injection therapy.

Manufacturer narrative:
The DHR review confirmed the ilet met all manufacturing specifications prior to release. The log review showed the ilet was performing to specification including alerting the patient of low glucose and low drug (in cartridge), all of which were acknowledged by the user. Based upon the reported information and the investigation, the cause for this event cannot be determined. Should additional, relevant information become available, a supplemental report will be submitted.